Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported check clutch error was evidenced in the event history log (ehl). The error was also reproduced during an occlusion test. The reported product problem was therefore confirmed. The error was produced because the affected pump components (clutch halves, leadscrew and spring) were worn from normal use. The part were over eight years old. Outside of the expected normal wear, no other fault was found with the pump. The aforementioned worn components were replaced.

Event description:
It was reported that the medfusion pump exhibited the following system failure: check clutch error. No patient injury or complications were reported in relation to this event.

Event description:
Additional information received, indicated that there was no patient involvement during this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was chipped on the front corner. The root cause of the issue was due to normal wear as the pump was over 8 years old.